Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the check valve had broken off of the set. Pieces of the check valve remained on the tubing joints that connect to the check valve. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned clearlink continu-flo solution set, the check valve was found to have broken off of the set. This occurred before use. There was no patient involvement. No additional information is available.